Event description:
It was reported that during the procedure in the mildly tortuous/calcified, proximal to mid left anterior descending artery, for treatment of a 90% stenosis, a non-abbott guide wire was advanced followed by a 2.0x15 mini trek dilatation catheter through a 6f guide catheter without resistance. The balloon was pressurized at low atmospheres but the balloon did not appear to inflate via angiography. Several attempts were made to inflate the balloon and ultimately the balloon inflated when it was pressurized to 12 atmospheres. An attempt was made to deflate the balloon; however, the balloon did not deflate. The balloon catheter was withdrawn into the guide catheter with resistance with the balloon fully inflated. The lesion was dilated using a 2.5 balloon and two xience prime stents (3.5x15, 3.5x18) were implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: joker, rinato; inflation: indeflator; guide catheter: 6f launcher al1. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation and deflation difficulties were unable to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.